Manufacturer narrative:
Device kit was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found., therefore supporting the device met material, assembly and performance specifications. The outer coil of the wire was unraveled. The weld joint that secures the outer coil to the core wire was not present. . Based on the event details stating that the wire was withdrawn while still in the needle, it likely became caught on the point causing the separation of the tip. The IFU warns; "do not withdraw guidewires through metal needles; guidewires may shear or unravel."

Event description:
Wire was sheared off by micro puncture needle. Medwatch received from site 12sep19. Uf/importer report # (B)(4). Additional information received 18sep19: per md, micropuncture wire through the micropuncture needle, but the wire would not advance much beyond the site of the needle puncture. Md decided to pull wire back through the micropuncture needle out of the body along with the needle. However, the wire would not come out back into the needle. Md decided to take out the wire and needle together as one assembly and while pulling both of them out, felt resistance, and a break in the wire. Needle and wire came out but could see tip of wire sheared and fractured and tip of wire missing. Fluoroscopy found piece of tip retained in subclavian vein.